Manufacturer narrative:
Results: the pet lock was intact on the proximal end of the ruby coil pusher assembly; the pusher assembly was kinked approximately 5.0 and 22.5 cm from the proximal end; the embolization coil was intact with the pusher assembly. Conclusions: evaluation of the returned device revealed that the ruby coil¿s pusher assembly was kinked. This type of damage typically occurs due to improper handling during use. If the device is forcefully advanced against resistance, damage such as this may occur. The od of the embolization coil was measured and found to be within specification. The lantern mentioned in the complaint was not returned for evaluation. The root cause of the resistance encountered by the technician could not be determined. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, while advancing the first ruby coil through a lantern delivery microcatheter (lantern), the hospital technician encountered resistance; therefore, the ruby coil was removed. The procedure was completed using additional ruby coils and the same lantern. The physician used a rotating hemostasis valve, but did not maintain continuous flush. There was no report of an adverse effect to the patient.